Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.

Event description:
Customer reported that a patient identified a leak in one total parenteral nutrition bag at their home prior to use. The customer further reported "patient could not identify where the leak was coming from and was not sure if there was any damage to the bag or carton." As the sample was discarded and no photographs are available, compounding batch details remain unknown. The customer reported "the spill was contained in the overpouch, there was no skin contact with any spilled solution". There was no report of patient injury or medical intervention as a result of this event. No additional information is available.